Event description:
Customer reports drawer on pyxis anesthesia system failed to open. No pt harm.

Manufacturer narrative:
Add'l data/failure investigation: field service technician investigation found physical item obstructing drawer.